Event description:
Related manufacturer report number: 2017865-2022-49161. During a remote follow up, a loss of capture resulting in oversensing was noted on the right ventricular (rv) lead. Additionally, a loss of capture was also noted on the left ventricular (lv) lead. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable.